Event description:
It was reported that the pump was implanted in 1998 for chemotherapy. A loss of flow was noted on 1/14/00 and a dye study was performed. During infusion of dye, the pt experienced a burning sensation, and the physician felt the catheter was leaking just proximal to the pump. The pump was explanted without any pt complications.